Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation via femoral vein puncture using a denali filter. During the procedure, it was reported that the push rod was pushed normally during filter deployment, and on imaging a rupture of the outer sheath was noted. It was further reported that there was a difficulty encountered, a feel of stalling. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the push rod was pushed normally during filter deployment, and on imaging found a rupture of the outer sheath. It was further reported that there was a difficulty encountered, a feeling of stalling. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two electronic photo was provided and reviewed. The first photo and second photo were similar and showing different angles of one introducer sheath, a dilator and pusher catheter with wire and a filter with 12 limbs. A slight deformation was noted on the sheath. Based on the photo review material deformation can be confirmed as the deformation was noted on the sheath. Therefore, the investigation is inconclusive for the reported material puncture or hole and failure to advance as the no objective evidence was provided to confirm the event. However, investigation is identified and confirmed for the material deformation as the deformation was noted onto the sheath. A definitive root cause for the reported material puncture or hole and failure to advance and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, b5, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.